Event description:
A 'frozen" screen occurred: red light, but screen completely blocked. The customer stated that it all started with a "access too negative" alarm which progressed to a 'filter is clotting" then "filter is clotting" alarms. The customer said they tried to turn the machine off; but it didn't turn off so they unplugged it. They then moved it to another room so that they could troubleshoot it away from the pt. They plugged it back in and it was still blocked. The machine was unplugged again. By the time the set was manually removed from the machine, blood clotted and could not be returned.